Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) results on 4 patient samples when processing on the architect i1000sr analyzer. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service engineer inspected the analyzer and replaced the syringe assy (rohs) and solenoid, manifold mount, tested, with keys (rohs) as the likely cause for the low level false positive results for (B)(6). A review of the analyzer service history found no contributing factors on or around the date of the compliant. There have been no further reports of discrepant results since the parts were replaced. A review of the product labeling concluded that the issue is sufficiently addressed. The architect systems operation manual addresses the probable causes and corrective action for erratic or discrepant results. The architect (B)(6) and architect (B)(6) package inserts provide information for acceptable samples, sample handling, expected results, and performance characteristics. A review of a 12 month search for similar complaints identified no adverse trend of the parts replaced with regard to discrepant patient results. A review of the i1000sr tracking and trending data in the architect monthly product monitoring review revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The i1000sr erratic result rate is within acceptable limits with no trends identified. In summary, no systemic issue or deficiency was identified.